Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer was using a third-party wall adapter rather than the tandem-provided one, and the charging connection was not recognized despite the pump being plugged in for 30 minutes. Technical support instructed the customer to plug the wall adapter into a known working outlet and wait for 30 consecutive minutes to see if the pump would begin charging. Technical support planned to follow up with the customer. Upon follow-up using different charging supplies and leaving the wall adapter plugged in for 30 consecutive minutes did not resolve the issue. No charging connection was recognized. Cts will replace pump.